Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent 1 mixer, the mixer printed circuit board (pcb) and the probe. The cse ran a system check and quality controls, which were acceptable. The cause of the discordant, falsely low magnesium results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). Samples (B)(6) were repeated on an alternate dimension vista instrument, resulting higher. The repeat results for sample (B)(6) were not provided by the customer. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.